Event description:
On 12/04/2025, it was reported by an arthrex subsidiary employee via (B)(4) that when an ar-9503s-03 humeral insert hit the cup, it got damaged and would not hook into the cup. This was discovered during use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, misuse/mishandling, causing damage to the humeral insert due to impact force when the ar-9503s-03 humeral insert struck the cup.